Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse investigation replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure (mono coag swift and force not working) was confirmed and reproduced on erbe connected to the system. System logs showed 25913 c-34/m-11 errors. A visual inspection found the unit has no significant scratches or dents. The front bezel is in decent condition. The c-34 errors on start. Error c-34/m-11 on mono coag force and swift settings erbe unit was placed on golden system and run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis. The root cause could not be determined based on failure analysis. However, the issue could be related to a component failure. As a result of these findings the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) or erbe monopolar coagulation function did not work. In addition, the customer reported that error c-34 occurred on the erbe. Tse had customer perform a hard power cycle of the vision side cart (vsc) and the erbe, but the issue was not resolved. The customer was trying to use a third-party esu, but site was not able to integrate it into the da vinci system due to missing an energy activation cable. Customer used a third-party generator foot pedals for monopolar functions to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the iesu remained usable during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to monopolar firing issues due to high frequency voltage and/or sensor module timeout issues on the integrated electrosurgical unit (iesu) or erbe.